Manufacturer narrative:
The gluc3 reagent lot number was 849762. The expiration date was not provided. The field service engineer changed and adjusted the drying teflon, cleaned the suction needles of the washing unit, and adjusted the sample pipette and the gear pump pressure. He decontaminated the solenoid valve and replaced the sample syringe seals. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay on a cobas c 503 analytical unit. Initial result: 44.8 mg/dl. Repeat result: 91 mg/dl (tested on a different analyzer).

Manufacturer narrative:
A general reagent issue can be excluded as no further cases were reported and a correct rerun was performed with the same reagent. After the field service engineer performed some maintenance actions, he confirmed that the test and the module were performing within specifications. The service actions performed by the engineer resolved the issue. The cause of the event was maintenance-related.